Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the jaws of the reload would not close fully. Hence, the stapler would not fire. There were three reported reloads that had the same issue. Another reload was used to complete the case. There was no patient injury.